Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports last tray of aligners finished thursday, (B)(6) 2024 (but still wears them). Patient had my six-month dental check on (B)(6) 2024 and the molars are not touching on either side. Note: the byte cst (clinical support team) received a bite video and recommended to patient a 14 day rest period on (B)(6) 2024. Current upper/lower aligners noted as #5. Dental history includes crowns in locations: 20, 19, 18, 30, grinding/clenching of teeth, and previous root canal treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.